Event description:
While running an hiv p24 antigen assay, sample handler pipetted samples to row g twice without giving an error message. A co field service engineer was dispatched. No death or serious injury was associated with this event.